Event description:
It was reported that during a followup, high pacing lead impedance and high capture thresholds were observed. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a fracture of the svc conductors was found distal to the trifurcation boot due to fatigue. This fracture is not consistent with the observation from the field of high pacing lead impedance.